Event description:
Internal ge healthcare finding. No pt injury has been reported and no reports have been received from the installed base. Engineering analysis determined that several bolts securing the rotation mechanism of the lateral c-arm may loosen over time and ultimately cause an uncontrolled rotation of the lateral c-arm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.